Event description:
The haptic of the lens was found damaged after insertion into the pt's eye using the delivery device. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2007-00916 for intraocular lens used with this delivery device.